Manufacturer narrative:
Sc-1132, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing well post-operatively. Explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing well postoperatively. Explanted ipg was discarded.